Manufacturer narrative:
(B)(4). Medical device: nexgen articular surface size gh 10 mm, height plate 7 cat#: 00596405010, lot#: 63188986; nexgen articular surface size gh 12 mm, height plate 7 cat#: 00596405012, lot#: 62648527; nexgen articular surface size gh 12 mm, height plate 5 cat#: 00596405012, lot#: 61449949; nexgen articular surface size gh 10 mm, height plate 3 cat#: 00596403010, lot#: 62591359; nexgen articular surface size gh 12 mm, height plate 5 cat#: 00596404112, lot#: 60611968; nexgen articular surface size gh 12 mm, height plate 5 cat#: 00596404112, lot#: 60835297; nexgen articular surface size gh 12 mm, height plate 5 cat#: 00596404112, lot#: 62419897. (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07452, 0001822565 - 2017 - 07453, 0001822565 - 2017 - 07454, 0001822565 - 2017 - 07456, 0001822565 - 2017 - 07457.

Event description:
It was reported that the articular surface did not snap into place. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicates the dovetail feature being flared on one side and/or compressed on the other side on all the returned devices. Inferior surface exhibits signs of wear (nicks and gouges). DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: the event date is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.